Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. Section g2 was corrected to accurately indicate the report source as a healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation confirmed the main switch was an older version. Based on the results of the investigation, it is likely the power switch was damaged due to the amount of operating force applied and the number of times exceeding the expected value. There has since been a design change to prevent recurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been received. However, the device evaluation is anticipated, but not yet begun. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, the actuator was not popping up when pressing the power button on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.